Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when passing the drill bit for cortical screw placement in the medial proximal tibia plate, the drill bit hit the plate. The tip of the drill bit broke. The drill bit is changed for another was used to complete the surgery. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the drill bit is broken off as complained. Since the exact lot number is not known the present complaint cannot be fully analyzed and we are not able to give conclusive statement. However, it appears that excessive mechanical force during insertion may have led to the damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.